Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had no pressure values. It was also reported that eventually, the pressure values were obtained after calibrating the pressure on the screen, however, it took a long time, a few minutes, for the values to come up. There was patient involvement oradverse event reported. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to replicate the reported failure. The fse was able to obtain fo values while running unit successfully with a trainer and testing catheter and fo testing chamber. The fse successfully tested the fo module in service mode without issues. Also, the fse stated that the suspect fo module(d997-00-1169e) and fo cabling(d012-00-1808), were replaced as a precaution. The unit was calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. The defective components were received for further investigation the failure analysis and testing department received a fiber optic module assembly with a reported the unit has no pressure values. Performed visual inspection of the fiber optic module assembly per the cardiosave service manual part number 0070-00-0639 revision q and found no visual damage and the part looks to be in good condition. Installed the fiber optic module assembly into failure analysis and testing iabp cardiosave test fixture serial number (B)(6) for testing of the reported problem. Performed and tested the fiber optic module assembly in accordance with procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision q, in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit has no pressure values. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the fiber optic module assembly in the failure analysis and testing department per procedure 0002-07-d008 rev ak. The failure analysis and testing department received a fiber optic cable p/n 0012-00-1808, with a reported the unit has no pressure values. Performed visual inspection of the fiber optic cable per the cardiosave service manual part number 0070-00-0639 revision q and found no visual damage and the part looks to be in good condition. Installed the fiber optic cable into failure analysis and testing iabp cardiosave test fixture serial number (B)(6) for testing of the reported problem. Performed and tested the fiber optic cable in accordance with procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision q, in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit has a fiber optic failure. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the fiber optic cable in the failure analysis and testing department per procedure 0002-07-d008 rev ak. If further investigation is not required, the fiber optic cable shall be scrapped. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Manufacturer narrative:
The fat dept received part from the supplier. The supplier evaluation states that perform visual check and no abnormalities found. The board was re-tested at fct and it was passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf the fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had no pressure values. A delay in seeing pressure values while using a fiber optic catheter. No patient harm was reported.